Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pocket was revised and evacuated due to a hematoma. The device remains in use. It was further reported that during the evacuation for hematoma, testing of the right ventricular (rv) lead revealed increasing high thresholds and decreasing lead impedance. The physician removed the lead due to possible damage from the pocket evacuation. A new lead was implanted. No further patient complications have been reported as a result of this event.